Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Necrosis, erosion, pain, and the varied injuries are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events.

Event description:
Patient's attorney reported on behalf of the patient that a "lap-band device was implanted into the [patient] had the lap-band adjusted 2 or 3 times." On a later date, [patient] was admitted to the emergency room because of the severe flank pain." "Upon reasonable belief the lap-band which was inserted into the [patient] eroded and made the stomach black from lack of blood supply." "The [patient's] stomach ruptured and the stomach contents disbursed throughout the [patient's] body." "The doctor was forced to remove a large portion of [patient's] stomach because the [patient's] stomach had rotted." "Patient was in the hospital for approximately twenty (20) days." Patient's attorney added "[patient] has sustained injury to [their] health, strength, and activity, all of which injuries have caused, and continue to cause, [patient] physical, mental, and emotional pain, suffering and distress, and gastrointestinal dysfunction." Patient's attorney did not...